Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that cause of the decreased therapy and inability to aspirate the catheter was unknown, but the catheter was working correctly. They got cerebrospinal fluid back during the surgery when the catheter was disconnected.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, lot# l74640, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8709, lot# l74640, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was by a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (10 mg/ml at 3.52 mg/day) from an implanted pump. The indication for use was failed back surgery and spinal pain. On (B)(6) 2016 it was reported that the patient had been having decreased therapy. A (B)(6) study was attempted and the healthcare professional was unsuccessful in aspirating through the catheter access port. It was noted that the catheter was non-functioning. The hcp had spoken to the patient about replacing the pump and catheter at the same time. The system was explanted on (B)(6) 2016. At the time of the report the patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.